Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 42-year-old male patient of unknown ethnicity with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the automated impella controller (aic) had a controller error alarm which occurred twice. Both alarms resolved on their own. The patient remained hemodynamically stable. The aic was changed after the second alarm occurrence. No patient harm was reported.

Manufacturer narrative:
The investigation into the automated impella controller error has been completed. Data analysis: data logs confirm two instances of the controller error alarm. Device analysis: the console was returned for evaluation. The controller error was due to an optical bench firmware communication protocol deficiency resulting in in misalignment of data communication packets received by embedded personal computer. The console software operated as designed. D8 added device return date d6a should have been blank-this device is not implanted f6 and f8 should have been blank.